Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the confirmed cs 078 (motor rewind error) was found in the black box. The rewind, load and prime steps were performed successfully, the pump was exercised for 24 hours with no alarms occurring. The battery compartment was found to be cracked. Unrelated to the original complaint, the pump was opened and there was traces of moisture/corrosion found on the printed circuit board and various locations interior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.